Manufacturer narrative:
Manufacturer's ref (B)(4) it was reported that smoke was released from the equipment. The product was replaced by reservation. Event outcome: the equipment operator can breathe the smoke. Repair follow-up was performed and device was not shipped for service. Service was declined. Complaint was unable to confirm. It was also informed that the device was removed from the hospital and no longer in use. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Manufacturing date for (B)(4) is august 2009. This stockert was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial number (B)(4). Contact office and manufacturing site should reflect: (B)(4).

Event description:
It was reported that smoke was released from the stockert generator before an atrial fibrillation ablation procedure. No error messages occured. The smoke lasted for few seconds and there was leakage of oil liquid. The generator was replaced, and the procedure continued without patient consequence. Multiple attempts have been made to gain clarification on the issue with no response. With limited information provided this event is conservatively reported as the smoke poses a fire risk when near an oxygen source.